Event description:
It was reported that the customer had a cal error and bad sensor alert with a sensor. Troubleshooting was performed but customer has not uploaded to carelink. Customer was advised to contact the help line to determine what may have occurred with the sensor. Customer stated her blood glucose was 60 mg/dl and 442 mg/dl. Customer explained the possible cause is that her body bounces quite frequently and she does not believe it was an insulin pump issue. Customer declined to troubleshoot for low blood glucose levels. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.